Event description:
It was reported that the patient presented to the clinic for a follow-up visit due to an infection. Redness and swelling were noted at the implantable cardioverter-defibrillator (ICD) site. An x-ray revealed vegetation on the right ventricular (rv) lead. The physician explanted the entire system, including the ICD, right atrial lead, and rv lead. The physician does not believe infection was device or procedure related. The patient remained in stable condition.